Manufacturer narrative:
Per customer, qc was within their specifications prior to and after the event. The sample was collected in a bd, lithium heparin tube with gel separators and centrifuged at 3,600 rpm for 8 minutes. The specimen was sampled from 2ml insert cups. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse replaced wash and precision pump. The fse conducted diagnostic and accu tni precision testing; all results passed within specifications. The fse verified instrument performance per established procedures. Although the fse addressed hardware issues that may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tni and a result of 0.79ng/ml was obtained. The result was not reported out of the lab. The customer re-tested the original samples and the repeated accu tni result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or patient treatment attributed or connected to this event.